Event description:
It was reported that during a recent consult a patient's device "defaulted" to 0ma during an office visit. This was determined after a 20+ minute consult with the patient, and at the end of the appointment a system diagnostic test revealed all outputs went to 0ma. The physician stated she did not make these changes herself, but she did change the patient's settings back to what they initially were at the beginning of the appointment. No other relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later the generator related to the event was able to be determined. The programming error where the normal mode output current was programmed 0ma was related to a partial programming event. The partial programming event was corrected that same day. No additional relevant information has been received to date.